Event description:
It was reported that high impedance was detected on the patient's generator and that the battery status reached near end of service condition. The date that the high impedance was first detected has not been confirmed to date as it appeared the date on the session report from the physician's programmer could have been wrong. The patient's generator and lead were replaced due to battery depletion and high impedance. It was reported that the facility discarded the explanted products and therefore return of the suspect device is not expected to date. No further relevant information has been received to date.